Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 99% stenosed, 4.5x28mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery. The lesion contained less than or equal to 45 degrees bend. A 28 x 4.50mm rebel stent was advanced for treatment. However, while inserting the device resistance was felt inside the guide catheter. Fluoroscopic control was made and it was observed that the stent outside the delivery system. The device was completely removed together with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent separated. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The separated stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 99% stenosed, 4.5x28mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery. The lesion contained less than or equal to 45 degrees bend. A 28 x 4.50mm rebel stent was advanced for treatment. However, while inserting the device resistance was felt inside the guide catheter. Fluoroscopic control was made and it was observed that the stent outside the delivery system. The device was completely removed together with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.